Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the short port btt (B)(4) black inflation valve did not hold causing the balloon to deflate during the procedure. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was retained by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).